Event description:
Medwatch report # mw5114989 received states: [perclose proglide fractured during use.]

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: medwatch report # mw5114989.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The suture mediated closure (smc) system was not returned for analysis. Images supplied indicate the device handle was opened and the actuator wire was likely manipulated manually. Factors for guide breaks include, but are not limited to, high angle of insertion, excessive downward force; aggressive downward or torsional pressure by user, or used in patient with challenging anatomy or patients with femoral vessel calcium which is fluoroscopically visible at access site. Based on the information provided, it is possible that the guide broke during insertion or during needle deployment. The broke guide would prevent the foot from closing and/or prevent removal. The root cause of the reported difficulties cannot be determined. The subsequent treatments are related to circumstances of the procedure. Based on the information provided, it is possible that the guide broke during insertion or during needle deployment due to challenging anatomy and/or angle of insertion, however, this cannot be confirmed. The broke guide would prevent the foot from closing and/or prevent removal regardless of the attempts to force closure of the device by manual manipulation of the actuator wire within the handle. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event changed from 1/26/2023 to 2/9/2023. D9: device return status changed from unk to no. E1- initial reporter: updated. H6: medical device problem code 1069 removed.

Event description:
Subsequent to the initial MDR, the following additional information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after a heart catherization procedure using a 6f sheath. Femoral imaging was not performed. Reportedly, during step 4, the device separated into two pieces. The guide and body of the device separated into two pieces. The black sheath became torn and separated into two pieces. Surgical intervention was performed to remove the device. The physician then repaired the puncture site with interrupted transfers 6-0 prolene sutures and hemostasis was completed. It was confirmed that hospitalization was prolonged for a few more days.